Event description:
It is reported that a customer's insulin pump is missing segments even after replacing the battery. The patient's blood glucose level was unknown at the time of the call. The customer did not have time to trouble shoot the issue. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump showed ghosting display after pressing any button due to shorted lcd driver board. No missing segments were noted. The insulin pump had minor scratches on lcd window and cracked reservoir tube lip.